Manufacturer narrative:
D10 concomitant medical product: 176630, 176630 endoclip iii 5mm applier, (lot# j4k3418y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when clipping started, the first clip was locked and a new one was requested by the physician. Provided was a new clip and clipping it back up after two firings, so the doctor prompted to use another manufacturer's product.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted the jaws of a device could be seen. The jaws were closed. A clip was between the jaws. The clip formation could not be examined. In 1st video, a device could be seen. The handle was partially visible. The handle was actuated and the jaws closed. Two metal objects were stuck to the jaws of the instrument. The jaws and metal objects could not be properly examined due to image quality. In 2nd video, one device was actuated. The user appeared to have difficulty actuating the handle. The jaws could not be properly examined due to video quality. It was reported that the device's clips not loading properly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.